Manufacturer narrative:
B5. Additional information received; it was confirmed the reported crown of the device meant as the suprarenal stents of the stent graft. It was reported the size of the aneurysm being treated was 75mm. It was reported that it could not be confirmed if the device had been inspected prior to use but that the implanting physician was very experienced with endurant devices and had never encountered this issue before. It was confirmed that the suprarenal stents and the graft itself opened just by rotating the slider handle. It was reported the event did not result in any procedural issues and the stent graft was landed in the intended location. A2,a3 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis two (2) photos were received from the account showing the detached back-end wheel components and the handle. A tab appears to have broken on one of the back-end wheel components. The back-end wheel t-bar is visible half way along the screw gear. The t-bar may have been moved using the wheel prior to detachment or manually post detachment. The detachment was confirmed through review of the photos. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was implanted in the patient for the endovascular treatment of an unknown size aaa. During deployment of the stent graft, it was reported the "crown" was released at the same moment as the graft was opened but it was noticed that the blue back end wheel was detached from the delivery system per the physician, the cause of the event cannot be determined no additional clinical sequalae were reported and the patient is fine